Event description:
Boston scientific received information that this patient stated they were dissatisfied with their device. The patient also reported various symptoms of sluggishness and shortness of breath. A recent allegation noted that the device would be replaced as it was not lasting as long as expected. A replacement procedure will take place in the near future to replace the device. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted for battery depletion and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and is pending analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Longevity based on data obtained during initial testing noted this device did not pass the insignia nor altrua minimum calculator base on programmed lower settings; however, programming the atrial chamber to higher pacing setting caused the device to have higher currents, which put the device in bin current 2 which in turn cause the device to declare elective replacement time sooner. Laboratory analysis; therefore, confirmed the field allegations of premature battery depletion.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.